Event description:
Received information stating customer's pump unexpectedly reset while charging. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up MDR will be submitted.